Event description:
An issue was reported where a full cartridge appeared almost empty after 12 hours, and the customer was unable to refill it. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no action was needed from customer technical support.